Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had staphylococcus aureus infection. Here were no additional adverse patient effects reported. The device remains in service.